Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm observed error codes# 62 and error code #37 in the iabp log files. Further evaluation revealed a damaged ECG port. The stm replaced the ECG cable and the main board then calibrated and tested the iabp unit. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an optical sensor error. It was later clarified that the fiber optic sensor was not working. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.